Manufacturer narrative:
Investigation: internal records including donor records, serological results, culture reports, manufacturing records, and environmental monitoring were reviewed. No departures were noted. The graft passed all release requirement prior to distribution. Rti has distributed 38 grafts for donor (B)(4) with no related complaints for the donor. The graft underwent validated sterilization methods: demineralization and gamma irradiation. Patient medical records were reviewed. Conclusion: given the facts that donor medical/social history and physical examination revealed no evidence of systemic infectious diseases or processes; many factors may lead to inflammation. Examples include bacterial or viral infection, foreign body response, noncompliance with therapy, or the presence of adjunct hardware (e.g. Staples) or implants; the graft was processed via two validated sterilization methods: demineralization and terminally sterilized via gamma irradiation; the timeline from the initial surgical procedure to the infection was 68 days; and staphylococcus species are the most common pathogens that cause class 1 ssis, it is more plausible the adverse event is associated with a source or event extrinsic to the allograft implant.

Event description:
On (B)(6) 2011, the patient underwent a subtalar fusion with an rti bioset allograft. Two stryker titanium screws were placed across the arthrodesis site, one was a 105 mm and the other was a 9 mm in length. The patient returned on (B)(6) 2011, with synovial fluid drainage and no other signs of infection. On (B)(6) 2011, the titanium screws were removed and on (B)(6) 2011, the patient returned with synovial drainage.